Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device interrogation premature battery depletion was observed. The patient did not experience any symptoms. The device remains implanted. The patient is stable.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.